Event description:
An ultra 360 patient positioning system-international was reported to have movement in the link body of the lower handle assembly, was stiff and also has a crack in the lower handle assembly. The customer continued to use the product for surgeries. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.